Event description:
It was reported a migration occurred. On (B)(6) 2006, the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019, a computed tomography (CT) scan revealed migration. The inferior vena cava (ivc) filter was in place with the apex of the filter located 5.9 cm below the level of the renal veins.

Event description:
It was reported a migration occurred. On (B)(6) 2006, the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019, a computed tomography (CT) scan revealed migration. The inferior vena cava (ivc) filter was in place with the apex of the filter located 5.9 cm below the level of the renal veins.